Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn longer than 48 hours on the arm. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was flattened. Further inspection of the soft cannula found a tear. The tear caused the fluid to divert from the complete fluid path. It could not be determined how or when these damages occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.